Event description:
There was an allegation of a questionable tina-quant lipoprotein (a) gen.2 result from the cobas c 503 analytical unit. The initial result for sample (B)(6) on (B)(6) 2025 was 31 mg/dl, and a repeat result of 26 mg/dl. There was another repeat result of 15 mg/dl from another analyzer. With additional repeat results on (B)(6) 2025 of 15 mg/dl from another analyzer and a result of 14 mg/dl from the initial analyzer. The initial result for sample (B)(6) on (B)(6) 2025 was 116 mg/dl, and a repeat result of 56 mg/dl. There were two additional repeat results of 50 mg/dl and 49 mg/dl from another analyzer. On (B)(6) 2025, on the same initial analyzer, there was a result of 48 mg/dl. The initial result for sample (B)(6) on (B)(6) 2025 was 38 mg/dl, and a repeat result of 32 mg/dl. There were 2 additional repeat results from another analyzer of 21 mg/dl and 21 mg/dl. There was also an additional repeat result from the initial analyzer of 22 mg/dl. The questionable results were not released outside of the laboratory. The initial results were repeated because the customer questioned them.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
There was not a general reagent issue, as there were no further events, and the correct rerun was performed using the same reagent. The system was confirmed to be well adjusted and running within specifications. The lab's humidity is significantly lower than the specification. The investigation determined that the root cause is the lab's environment, as well as how the lab specifically uses the control packs.